Event description:
It was reported to boston scientific corp that an obtryx halo system was used during a sling placement procedure. According to the complainant, after the procedure, the pt presented with leg pain "radiating down the left leg". Several attempts at follow up have been unsuccessful.